Manufacturer narrative:
This supplemental report is being submitted to provide a correction to g2 and the legal manufacturer's final investigation results. Based on the results of the investigation, a definitive root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Event description:
It was observed, during the device inspection. That the subject device produced a noisy, gritty, sandstorm-like noise. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.